Manufacturer narrative:
The reported event of incorrect measurement was not confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis of the device image indicated the device was within the normal range of operation. Interrogation of the device found no anomalies. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the pacemaker was interrogated prior to a procedure. The pacemaker exhibited incorrect data. The pacemaker was not used and replaced.